Event description:
The customer reported being hospitalized for diabetes ketoacidosis. It was reported that the customer's pump stuck in the prime mode, which prevented the delivery of insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.